Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported mild posterior capsule opacification had been noted. In a follow up, the surgeon reported the event continues.

Manufacturer narrative:
The product was not returned for analysis: the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/25/2009, 07/08/2009, 07/13/2009, and 07/14/2009 by phone, fax, and mail. A completed questionnaire was received on 07/01/2009. This report was mailed to FDA on: 07/24/2009.